Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 489 mg/dl due to infusion set tubing detachment. The patient did not mention how he treated for the high blood glucose. The customer reported that there was no stress or pull on the tubing. However, the customer wore the insulin pump in his right front pocket. The insulin pump was not returned for analysis.